Event description:
Caller reported blood glucose results of 107 mg/dl, 77 mg/dl, and 134 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The physician was using a 4f brite tip sheath and it sprayed back blood, some of which went into the physician's eye. The valve of the sheath appears to be faulty. The affiliate has been unable to speak with the physician to date, but the nurse on the case believes the event occurred midway through the case, during either insertion or removal of a guidewire. Additional information has been requested, but has not yet been forthcoming.